Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue and debris on product. Visual inspection found foreign material on lens surface (residue on lens), the lens has a curved shape, and the lens missing a piece of haptic. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -12.0/+1.5/087 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.